Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (228511142); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex pusher encountered resistance in the distal section of the marksman and could not be retrieved. The patient was undergoing surgery for treatment of an aneurysm of the left internal carotid artery clinoid segment. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 9mm diameter. It was reported that when treating a left internal carotid artery aneurysm, after the marksman was in place, ped-400-18 b697411 was delivered. After successful deployment, the microcatheter passed through the stent and prepared to retrieve the ped pusher. It was found that the pusher was stuck in the marksman and could not be withdrawn smoothly, so it had to be withdrawn as a whole without massage, and the operation was ended. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a 8f guilding guide catheter, marksman microcatheter, and synchro 14 guidewire.

Event description:
Additional information was received stating that the patient was being treated for an unruptured, 6x4mm aneurysm in the left internal carotid artery clinoid segment. The procedure was completed by performing dense mesh stent implantation. The cause of the resistance was believed to have been due to the quality of the microcatheter. No damage to the pipeline pushwire or catheter was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of (B)(4), lot# b697411 ¿ as found condition: the pipeline flex pushwire and marksman catheter were returned inside a bio-hazard bag and a shipping box. The braid was not returned. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Bends were found between 14.0cm to 25.0cm from the distal tip coil. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 16.5cm to 33.0cm from the distal tip. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0260¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint were confirmed, as both the pushwire and marksman catheter were found to be damaged. From the damages seen on the catheter (accordioning), pushwire (bending), and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to advance/retrieve the pipeline flex through the marksman catheter against resistance. However, the cause of resistance could not be determined. Possible causes of the resistance include vessel tortuosity and lack of the continuous flush with heparinized saline during procedure. The customer indicated that vessel tortuosity was normal, which rules this out as a potential cause. In the event, the lack of the continuous flush may have contributed to the resistance issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.